Event description:
It was reported a pump did not infuse the programmed medication (rate and medication unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of pump did not infuse could not be reproduced during the evaluation. Upstream occlusion and downstream occlusion tests were performed with unit passing. The device was returned to customer.